Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Unknown when the deviation of the screws started. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter's phone number: (B)(6). Additional 510k: k090549 & k070573. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the spine surgery was performed by using synapse 4.0 system. The fixed area was o¿c5. During the surgery, the rod was placed by bending at more than a 90 degree angle since the position of the occipital bone and cervical spine was close to each other. The final tightening was performed, and it was confirmed that there was no problem by the post-operative x-ray images. On (B)(6) 2018, it was found that the set screw for which the occipital plate and the rod were set up, had been deviated on the both sides. The revision surgery was completed on (B)(6) 2018 with a delay, unknown how long, however, there was no adverse consequence to the patient. Concomitant device: a 1x 04.615.601s / lot unk (occipital-pl 4.5/5 med w/50 f/r ø4 ti). This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery performed on (B)(6) 2018, was completed without any problem. Since there was no remarkable scratch on the plate side, the dislodged set screw was removed, and a new set screw was used for tightening. The surgeon commented that there was nothing to do with the device itself. The final tightening might have not been done completely.

Manufacturer narrative:
Therapy date: (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.